Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead was forcibly withdrawn from the sheath during implant which resulted in the insulation being ripped from the distal tip of the lead. It was noted that resistance was encountered at the valve. It was also suspected during the procedure that the right ventricular (rv) lead was exhibited a low voltage conductor fracture. The rv lead exhibited high out of range (oor) pacing impedance, noise, and no capture. The ra lead was discarded and a different ra lead was implanted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.